Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used fully filled easypump ii lt 270-135-s without packaging. The received sample was taken to a visual inspection. The white clamp was closed and the patient connector was closed, the original wing cap was handed over from the customer. Damages that would lead to a malfunction were not detected at the sample. After opening the top cap we detected crystallized drug residues and solution at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. After opening the white clamp and starting the pump and waiting for 60 minutes the pump is not working (solution was not running). After these 60 minutes leakages were not detected the inspected sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the DHR and there is no abnormality found during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): infuser 5 days with 5 fu is filled, it is placed and the patient goes home; the fifth day the patient returns to the clinic and evidence that the drug had not spent.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, blockage is a known error pattern and corrective and preventive actions are in progress / have been implemented.